Event description:
It was reported that the unspecified bd pen needle experienced product damage. The following information was provided by the initial reporter: rear cannula end is broken.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: the date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Unable to perform complaint lot history check due to an unknown lot number for broken cannula npe. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause is user related as the non patient end of the cannula was broken during use of the product by the customer. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.